Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-04183. It was reported that the patient presented for an unrelated cardiac catheterization procedure. Upon interrogation, it was revealed that the right atrial lead exhibited loss of capture and loss of sensing. Also, the right ventricular lead had dislodged and was sensing and pacing in the right atrium. The right atrial lead and right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.